Event description:
It was reported that the patients ipg had reached its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced.

Manufacturer narrative:
It was reported to abbott, patients¿ ipg voltage was at 2.73v. The ipg was replaced without complications. Therapy was restored. The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined. Date of event is estimated.